Manufacturer narrative:
(B)(4).

Event description:
The patient developed an infection in both the pocket and lead sites. The entire device system was explanted. Additional information has been requested.